Manufacturer narrative:
A review of manufacturing history revealed that ten (10) units were manufactured and released, nine (9) of which have been successfully implanted. (B)(4).

Event description:
It was reported that patient underwent total elbow arthroplasty on (B)(6) 2011. During the procedure, unsuccessful attempts were made to fit the humeral bearings from the humeral condyle set over the humeral trial. An alternate humeral condyle set was opened and used successfully to complete the procedure. There was no injury to the patient or significant delay to the procedure as a result.